Event description:
The patient received minor burns on both side of the face. There is also some peeling of the skin around the burns. These burns are superficial in nature and did resolve with time. The limelight handpiece was found to be out of specification when evaluated at the factory. The handpiece would allow energy higher than displayed. The root cause of the out of specification situation is contamination in the water, most likely caused by the water used by the physician.